Manufacturer narrative:
(B)(4).

Event description:
It was reported that a healthcare provider could not see the patient's catheter during an x-ray procedure. A "yellow" substance was present in the catheter. The patient experienced a change in therapy; increased baseline pain. The patient's pump administered morphine, clonidine, and baclofen. A catheter study was performed on (B)(6) 2011. The route of the dye was not traced and the catheter was extremely hard to see on the x-ray. As a result, the patient's managing physician performed a catheter revision on (B)(6) 2011. The spinal incision was opened and the spinal segment aspirated. A new proximal piece of catheter was implanted and the catheter primed. The physician did not replace the pump, as it was indicated that the pump was only 3 years old and working "fine" to his satisfaction. The patient was held overnight for observation. As per the reporter, the patient was doing well, and was receiving effective therapy following the revision procedure. Additional information will be provided in a follow up report, as it becomes available.